Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And exchange from textured to smooth implants, due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, deformation, and wear abrasion. The weight of the device was within specification. After autoclave cycle a cloudy color in the gel was observed. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.